Event description:
Info received indicates the head of the bed is not staying up due to the gas springs not holding the position.

Manufacturer narrative:
The technician replaced the gas springs to repair the stretcher.